Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to tighten onto the pump. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There were multiple battery alarms observed in the black box and alarm history. The battery compartment was cracked, and had damaged threads. The returned battery cap had damaged threads. The returned battery cap was unable to maintain an electrical connection with the pump due to the cap detaching. A test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage was observed to the internal components of the pump.